Event description:
It was reported that a female patient underwent laser lithotripsy and left ureteral stent placement. The procedure was successful, and the stent drainage was unobstructed. One month later, the patient returned to the hospital as instructed for stent removal. During the procedure, numerous stones were found adhering to the entire surface of the stent, making removal difficult. Holmium laser lithotripsy surgery was performed to remove most of the stones from the ureteral stent, and the stent was completely removed from the ureter using foreign body forceps. Patient been exposed to hazardous substances, blood, or bodily fluids.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.